Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone the blood glucose level was low around 40 and 50 mg/dl at middle of night. Customer was declined for troubleshooting on insulin pump for low and high blood glucose levels. Customer's current blood glucose level was 146 mg/dl, 136 mg/dl. The insulin pump will not returned for analysis.